Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. It was reported that the audio feature of the pump was not producing any sounds. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2015 with the following findings: during testing the original ¿no sound¿ issue was unable to be duplicated. The pump powered on to the verification screen with audible tones and vibrations. A pump alarm was replicated and was found to be clearly audible. The pump case was removed and there was no intermittent condition or moisture found inside the pump or near the piezo. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.